Manufacturer narrative:
Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2013; 694765 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient was undergoing a routine generator change. Interrogation of the left ventricular lead prior to the start of the procedure, indicated impedance within range and chronically high thresholds. Once the lead was connected to the new device, the left ventricular threshold was higher with inconsistent capture and the physician noted pocket stimulation. When the lead was programmed off, the pocket stimulation stopped. The lead was dissected out and it was noted that a portion of the lead had lost insulation. The lead was then cut, partially explanted and the remainder capped. A new lead could not be implanted due to the vein being occluded. The left ventricular port of the device was then plugged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.